Event description:
The physician intended to implant an endeavor sprint drug-eluting stent to treat a lesion in the left anterior descending artery (lad). The device was inspected and prepared prior to use with no abnormalities noted. The target lesion exhibited 75% stenosis, moderate tortuosity and a little calcification. Lesion pre-dilation was performed. During positioning of the device it was observed that stent struts were damaged. Another device was used to treat the patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th and 7th distal stent segments were raised and deformed.

Manufacturer narrative:
Results, conclusions: given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related, stent deformation, deformation problem. (B)(4).